Event description:
Meter name: one touch basic, strip name: one touch, meter code: 6 strip cdoe: 6, strip storage: unknown, symptoms, passed out, tired. A patient reported they were treated by emergency medical technician. Their meter allegedly was inaccurately high. The result on their meter was 85 mg/dl. The result on the emergency medical technician meter was 43 mg/dl. The time difference between patient's meter and emergency medical technician meter was unknown. Treatment was IV glucose. No further information has been reported.